Manufacturer narrative:
The devices and fragments were not returned to olympus medical systems corp. (Omsc) for evaluation since they were discarded by the facility. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause could not be determined at present, if significant additional information is received, this report will be supplemented. The instruction manual has already warned "angled insertion and withdrawal of the endo-therapy accessory can cause excessive resistance, and the endo-therapy accessory or biopsy valve could be damaged." This is report of two of two.

Event description:
Olympus was informed that during a bronchoscopy, the facility noticed a black fragment within the bronchial tube when the facility reportedly feed local anesthetic through the subject device into a bronchoscope channel port. The black fragment was retrieved immediately. The facility completed the procedure using another biopsy valve. The facility reported that the event occurred with two maj-210. There was no patient injury report related to this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information, and to provide the device evaluation result. One of the devices and 12 pieces of new maj-210 (lot 63h) were returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation confirmed that the inner part of the subject device was partially torn and missing. The evaluation also confirmed no irregularity in the 12 pieces of new maj-210. The reported event was possibly caused by the fragment from the inner part. Considering the evaluation result, the inner part was possibly torn when the syringe for local anesthesia was inserted diagonally into the subject device. The instruction manual has already warned "angled insertion and withdrawal of the endo-therapy accessory can cause excessive resistance, and the endo-therapy accessory or biopsy valve could be damaged." This is report of two of two.